Event description:
It was reported that an upstream occlusion alarm occurred on an unknown pump during use with a clearlink duo-vent continu-flo set. The reporter indicated that this was not a no flow event, and the alarm was a false alarm. This occurred during infusion of an unknown drug. The issue was resolved by restarting the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.